Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they used to charge their implant every 4 days, but for the last month and a half to two months, they had to recharge every day and half and the implant didn't even last 2 full days for a charge. Patient asked if this was normal or if the battery was going bad. Agent asked if patient had been increasing their therapy or been seen for any reprogramming, and patient said they hadn't done anything. Patient mentioned that the last time they tried increasing the stimulation, they were getting a bunch of tingling all the time, so they put the stimulation back down to where it was. The patient was redirected to their healthcare provider to further address the issue. Patient asked about longevity. Agent reviewed information. Patient stated they are seeing their pain doctor in a couple of weeks.